Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that a sharp point of the roadrunner uniglide hydrophilic wire guide protruded from the catheter. This was noted after the devices were removed from the patient to complete the venogram. The product problem did not result in any reported serious injuries to the patient.